Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window and cracked case at the display widow corners.

Event description:
Customer reported via phone, keypad on the insulin pump was unresponsive, as nothing occurs when she presses the buttons. Then 15 seconds later the buttons would respond. Customer changed the battery, got to the rewind process, and then it alarmed button error. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.